Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an x-ray examination, an externalized conductor was observed. A small decrease in high voltage and pacing impedance was observed; however, all other electrical parameters were in range. The lead was capped and replaced. The patient was stable.